Manufacturer narrative:
The device was returned to an third party service center for an evaluation and service. No further information is available at this time, therefore resmed is unable to confirm the alleged malfunction. Resmed reference #: pr (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable after powered on. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable after powered on. The device was not in patient use when the reported event occurred.